Manufacturer narrative:
(B)(4).

Event description:
The pt had an accident on (B)(6) 2011 with her truck in which she injured the left side of her body. Since the accident she felt stimulation in the wrong location on the left side. She felt it in her chest and the area of her heart. The pt saw her physician on (B)(6) 2011 and imaging revealed no problems with lead placement. The pt was keeping the stimulation off unless she needed it for a spasm. The nurse thought the problem could be due to swelling. The pt was at home in fair status. An appointment was scheduled for (B)(6) 2011 with a MFR rep to check the device. Further info is being requested at this time.